Event description:
Initial result for a pt hcg was 0.233 mlu/ml. When repeated, the result was >10,000 mlu/ml and when diluted, the result was 18,838 mlu/ml. The pt was ot treated based on the incorrect result. The field service rep was unable to determine a cause for the discrepant results.